Event description:
Info received indicates the casters continue to swivel when in brake.

Manufacturer narrative:
The tech found the locking mechanisms on three casters were worn. He replaced the casters to repair the stretcher.